Event description:
The user facility reported for an automated impella controller (aic) that there was a problem with the stand pole screw receiving side. The screws cannot be tightened properly, and the stand pole cannot be fixed. There was no report of patient harm or injury.

Manufacturer narrative:
The investigation for the reported cart issue has been completed. The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Japan field service confirmed the aic cart was defective and had sent a replacement aic cart pole. The damage to the threaded screw holes on the aic cart stand pole is undetermined. This report is being filed as part of a retrospective review of historical records.